Event description:
Reported overdelivery: the pump was programmed in the intermittent mode to delivery 55ml of an unspecified antiobiotic over 30 minutes every 9 hours for 3 doses. According to the customer contact, the pt rec'd all three doses (165ml) at one time. There was no reported adverse pt event or harm. According to the customer contact, the md was notified, but ordered no interventions as a result of the event. Though requested, there was no further infor available.